Event description:
Reportable based on device analysis completed on 12aug2024. A 2.00 mm x 20.00 mm agent dcb balloon was selected for percutaneous coronary intervention (pci) procedure. During the procedure, when inflation was tried to perform, the balloon did not inflate. Procedure was completed using different device. No patient injury was reported. However, device analysis revealed a pinhole leak in the balloon material.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of the agent dcb mr 2.00 mm x 20.00 mm, catheter batch 31814684. A visual, tactile, microscopic examination and leakage test was performed. Device analysis identified a pinhole leak in the balloon material, located over the distal markerband. A microscopic examination of the balloon material and distal markerband identified no issues which could potentially have contributed to the pinhole leak. Further analysis identified multiple kinks along the hypotube. An attempt was made to inflate the balloon, it was possible to inflate liquid into the balloon, the balloon failed to maintain pressure due to the pinhole. Device analysis confirmed the complaint allegation of balloon failure to inflate due to the pinhole in balloon material.